Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and a competitor's implantable cardioverter defibrillator (ICD) experienced pauses of five and nine seconds. Review of stored electrograms (egm) from the device showed a nonsustained event which was fine noise with oversensing and pacing inhibition. Other lead diagnostics were noted to be normal. It is unknown what the patient's symptoms were, if any, during these episodes. Surgical intervention was performed, and at the procedure the physician was unable to reproduce the noise, but due to the patient's pacemaker dependency chose to surgically abandon this lead. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.